Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00636. It was reported the patient was no longer receiving effective stimulation (date of event is unknown) after experiencing physical trauma (unspecified). Diagnostics revealed high impedance values for both scs leads. As a result, the leads were explanted and replaced. Effective stimulation was restored following the procedure.